Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced one false positive occurrence. No false results were reported to the clinician or reported to the patient. The following information was provided by the initial reporter: false positives are occurring at c-a03, c-a07, and c-b09."

Manufacturer narrative:
Medical device expiration date: na. "A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.¿

Manufacturer narrative:
H.6 investigation summary: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). Complaint is not confirmed and the root cause is related to "workflow/ no device problem found". Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 3/21/2013. Samples in the form of log files were reviewed. Log file review revealed excessive ambient air thermal cycles. Service history review revealed no previous complaints for this issue. Complaints for ¿results¿ issues which included "false positives" complaints are under statistical control for the month of march 2022. The upper control limit was not breached. Quality will continue to monitor the "false positives ¿complaints. No trends were identified. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.

Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced one false positive occurrence. No false results were reported to the clinician or reported to the patient. The following information was provided by the initial reporter: false positives are occurring at c-a03, c-a07, and c-b09."